Event description:
It was reported that the customer was hospitalized due to high blood glucose levels over 600 mg/dl. The caller did not have supplies with her to conduct troubleshooting. Advised the caller that supplies will be shipped to her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.